Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia and an umbilical hernia. It was reported that after the implant, the patient experienced recurrence of hernia, extensive small bowel adhesions, dense inflammation, abdominal wall nodule, fibrohistiocytic reaction, abdominal wall mass, lipoma, dehisced surgical wound, non-healing wound, yellow drainage, edema, small bowel obstruction, and palpable erosion of the mesh. Post-operative patient treatment included revision surgery, hernia repair with new mesh, small bowel resection, biopsy, removal of lipoma, antibiotics, IV injection, bilateral (right and left) myofascial flap mobilization of rectus muscle using posterior rectus release, and removal surgery.